Event description:
It was reported that shaft break and balloon deflation issue occurred, requiring additional intervention. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified left main coronary artery. A 4.00 x 24mm synergy megatron drug-eluting stent was deployed for treatment. Upon removal of the stent delivery system, the balloon could not be deflated and became snagged on the tip of the guide catheter and could not be inserted into the guide catheter. When the device was pulled, the distal portion of the hypotube separated. The fractured segment was successfully retrieved by trapping it within the guiding catheter using the balloon and removing the entire system. This maneuver took approximately 20 minutes. The procedure was completed with no patient complications reported. It was further reported that the balloon was deflated for 15 seconds prior to attempting to withdraw the device.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. A2: age at time of event - over 18 years old. B5: additional information added. E1: initial reporter email - updated. Device evaluated by MFR: synergy megatron mr ous 4.00 x 24mm stent delivery system (sds), catheter was returned for analysis without the stent as the stent was deployed during the procedure. A visual and tactile inspection revealed no issues with the hypotube shaft. Visual inspection identified a shaft break just proximal to the port exchange and stretching of the shaft polymer extrusion just distal to the port exchange. A detailed microscopic examination of the balloon material identified a longitudinal tear in the balloon 7mm distal to the proximal markerband. Microscopic examination identified that the inner lumen of the device was stretched 6.7cm from the distal tip. Bumper tip showed no signs of distal tip damage. An attempt to test the deflation allegation was not performed due to the identified tear in the balloon material.

Event description:
It was reported that shaft break and balloon deflation issue occurred, requiring additional intervention. The 95% stenosed target lesion was located in the severely tortuous and moderately calcified left main coronary artery. A 4.00 x 24mm synergy megatron drug-eluting stent was deployed for treatment. Upon removal of the stent delivery system, the balloon could not be deflated and became snagged on the tip of the guide catheter and could not be inserted into the guide catheter. When the device was pulled, the distal portion of the hypotube separated. The fractured segment was successfully retrieved by trapping it within the guiding catheter using the balloon and removing the entire system. This maneuver took approximately 20 minutes. The procedure was completed with no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. A2: age at time of event - over 18 years old.